Event description:
C-cc-cd - component dimensions (component fit or alignment) loose connection tube/stopcock after opening package. Connection of IV set to IV bag was made, the pressure line was not flushed when the disconnection occurred..

Event description:
It was reported that when the physician checked the ICD, it showed noise and high impedance on the rv lead. Lead damage is suspected. The physician plans to replace lead. No further information available.

Manufacturer narrative:
The lead was returned cut in two pieces. Insulation abrasions were noted exposing the ring and rv cables. The outer insulations of the svc shock coil and the rv shock coil were abraded, but the etfe insulations were not abraded. Therefore, the ring cables could not short to the svc shock coil or the rv shock coil to cause the reported noise.

Manufacturer narrative:
Na